Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated there were scratches on the display. Customer was advised to insert a new aaa alkaline battery to test with the pump, but the display did not return. Insulin pump will need to be replaced. Customer called back and she stated that the display returned after she replaced the battery. Customer also reported that there was a crack on the insulin pump. Customer declined to troubleshoot the pump for the crack. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. Off no power alarm did function properly. No blank display noted. No damage found on the lcd isolation tape noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.